Event description:
I had radiation therapy for a meningioma brain tumor. These are usually benign but mine had atypical grade ii cells so they recommended radiation. The oncologist knew that I was a health care professional and knew how bad CT scans are so he lied and said he would mark my mask to aim the beam to the tumor on each treatment. He said he'd have my mask redy in a few days but it was at least 2 weeks. When I finally go my first appointment for radiation therapy they put me in twice. I asked them why and the girl goes "oh they didn't tell you. We do a CT scan to guide the beam before every treatment. That's 30 CT scans including one to make the mask. They are doing this to young people. I am (B)(6) so by the time it affects me I might be dead but (B)(6) won't be. Dr (B)(6) marks the mask why can't methodist? I have headaches, lost all my hair not only where the tumor was but in a perfect line around my entire head where the cts were I don't have headaches where the tumor was but on the other side even more so. I had surgery and felt great and was recovering quickly until I got this massive dosage of radiation. This is unethical over exposure so they can charge for the 29 cts in addition to therapy in my opinion. I asked why they didn't tell me and the doctor said that's how they guide the beam. Ok then I should have been informed of this prior to treatment on the consult. I have a witness to this lie as my coworker was with me. It may be standard procedure but I should have been informed. He knew if he told me I would have went to dr (B)(6) where they only do a CT before treatment and one after. This is a violation of my right to make an informed decision regarding my health.